Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when connecting to a bd q-syte¿ luer access split-septum stand-alone device, and a nipro syringe, the drug leaked from the septum. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed to the septum and the column wall. A leakage test confirmed leakage when in the actuated position. A definite source that contributed to the tears could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. A review of the device history record could not be performed as the lot number was unknown. The sample was visually and microscopically evaluated and the customer's indicated failure mode for leakage was observed. Conclusions: the unit leaked through the vent hole when tested on the actuated position. Conclusion: the root cause is indeterminate. A definite source that contributed to the tears (top-bottom disks and column wall) could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.